Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on b1: adverse event/product problem and b5: describe event or problem. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that the suspected cause for high pacing threshold was due to patient condition. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the suspected cause for high pacing threshold was due to patient condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. The lead was surgically abandoned, and a new lead was implanted no additional adverse patient effects were reported.